Event description:
The pump product was received by the MFR with no documented reason for return; the catheter was not returned for analysis. The type of medication, concentration, and daily dose being administered via the pump were not reported; the MFR's device tracking system indicates it was morphine. The device tracking system also indicates the pt has expired.

Manufacturer narrative:
Results of final device analysis revealed the catheter access port was occluded, as received. There was no telemetry response from the device and normal battery depletion was assumed based on implant duration of approx 10 yrs. Eval: results: other catheter access port occluded. Conclusion: device was out of spec, as returned. An exact cause is unk for the reported event.